Manufacturer narrative:
After further review of additional information received the following sections g3, g4, h2, h3 and h6 have been updated accordingly. (H3) based on historical complaint investigations, the image provided, and the reported event, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. The most probable root cause to the reported event "broken/non-functional" is associated with a partial or full-thickness crack in the device materials.

Event description:
It was reported that this surgeon firstly used 38mm impactor tip on 38 humeral liner but cracked after first hit; utilized second 42mm impactor tip, after a couple of hits impactor tip was broken off. No parts or pieces fell into the patient. Patient was last known to be in stable condition following the event. Devices are returning.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g: reporting contact name and email h3: based on historical complaint investigations, the image provided, and the reported event, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. H6: medical device problem code, investigation conclusion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: g. Based on historical complaint investigations, the image provided, and the reported event, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.